Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported they believed the patient missed a refill in (B)(6) 2017. The patient had traveled to another state and became ill and was hospitalized for several weeks. The representative believed that the patient had a diagnosis of diabetes, and they were told that was the cause for the hospitalization. The patient denied withdrawal symptoms. The patient was refilled on (B)(6) 2017 by the managing medical doctor. The empty pump was resolved that day. The patient¿s weight at the time of the event was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained dilaudid with a concentration of 2 mg/ml at an unknown dose. It was reported the empty pump alarm was occurring. The patient missed a refill. The representative had access to the clinician programmer. The representative was on her way to the clinic to assist the hcp. No patient symptoms/complications were reported. It was unknown when the event occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.